Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that customer had high blood glucose of 330 mg/dl and at time of call blood glucose was 519 mg/dl, which was treated with a bolus delivery. Customer had an urgent care visit on (B)(6) 2015, but was not sure of blood glucose levels. Customer also spoke with healthcare provider who advised that customer was doing two button presses instead of three button press to administer a bolus. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined further troubleshooting, due to not being able to change infusion set after high pressure test. Customer believes that reservoir was not connected properly. Customer was advised to change infusion set, reservoir and insulin.